Event description:
It was reported that during a follow-up, non-sustained ventricular oversensing was observed. No patient symptoms were reported. Review of the egms revealed possible lead noise. Noise could not be replicated with provocative testing. Lead imaging was recommended.

Event description:
New information received notes that the lead was explanted and replaced due to noise. The patient did well during and after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.